Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. When infusion set was removed, it was found that cannula was bent. Customer's blood glucose began at 186 mg/dl and rose to 457 mg/dl. Troubleshooting was performed and customer was educated on causes and prevention of bent cannula. Customer was advised that set would be replaced.